Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device passed all testing using the returned accessories without duplicating the report. A visual inspection of the multifuncion cable receptacle observed signs consistent with fretting. The multifunction cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Review of the device logs show evidence that this was an accessory related error, not a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.